Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
At a one-day post op exam of laser vision correction patient, there was an eyelash observed at 10 o'clock hour od (right eye) that was penetrating 1.5 mm laterally from the limbus area. Although, the eyelash was not near the visual axis, the patient was asymptomatic and had foreign body sensation (fb). The eyelash was removed after the second attempt. The patient was given a regimen of polyethylene glycol to use as directed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities and is being monitored. Pre-op bcva from (B)(6) 2019: right eye pre-op 20/20 -6.25 x .00 x 90, left eye pre-op 20/20 -6.50 x .00 x 90. Bcva from (B)(6) 2019: right eye post-op 20/20, left eye post-op 20/20, both eyes (ou) 20/15.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.